Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
Revision surgery of reunion (B)(4). Patient experienced a fracture post-operatively, within 2 months of surgery which was on (B)(6) 2015. As a result of this fracture, the positioning of the glenoid shifted and the baseplate/screws/glenosphere construct became loose. The patients' pain persisted so the decision was made to revise the prosthesis.

Manufacturer narrative:
Evaluation revealed the baseplate, screws and glenosphere to be the primary products. The other implants reported were considered as concomitant products as they did not contribute to the event reported. A physical examination could not be carried out as the items were not received for evaluation (hospital policy). A review of the device history records revealed no deviation in the manufacturing process. In the case presented a patient experienced a fracture 2 months after receiving a reverse shoulder arthroplasty, which was implanted on (B)(6) 2015. As a result of this fracture, the positioning of the glenoid shifted and the baseplate / screws / glenosphere construct became loose. On (B)(6) 2017 the patient had to be revised as the patient¿s pain persisted. Further information such as medical records, x-rays, surgery reports or progress notes will not be released from the hospital. Thus, a medical statement was not possible. A more precise evaluation was not possible. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject products. If additional information is received the investigation will be reopened.

Event description:
Revision surgery of reunion rsa. Patient experienced a fracture post-operatively, within 2 months of surgery which was on (B)(6) 2015. As a result of this fracture, the positioning of the glenoid shifted and the baseplate/screws/glenosphere construct became loose. The patients' pain persisted so the decision was made to revise the prosthesis.